Event description:
It was reported that the tip broke. An 8mm x 60 cm embold soft coil was selected for use in a splenic embolization procedure. During the procedure, the tip broke due to difficulty re-capturing into the introducer sheath. The device was exchanged for another one, and the procedure was successfully completed. There were no patient complications as a result of this event.

Event description:
It was reported that the tip broke. An 8mm x 60 cm embold soft coil was selected for use in a splenic embolization procedure. During the procedure, the tip broke due to difficulty re-capturing into the introducer sheath. The device was exchanged for another one, and the procedure was successfully completed. There were no patient complications as a result of this event. It was further reported that the tip of the coil did not break. Instead, the issue was difficulty inserting into the hub of the microcatheter due to a curled tip as well as difficulty re-sheathing the coil into the introducer sheath. This event occurred outside the body, and the device was not used inside the patient.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis with the embold delivery wire reinserted backwards in the delivery sheath. The perforations remained intact. Microscopic examination revealed a stretched coil while in the delivery sheath. Couplers were bent but held together by the delivery wire with the coil still connected.

Event description:
It was reported that the tip broke. An 8mm x 60 cm embold soft coil was selected for use in a splenic embolization procedure. During the procedure, the tip broke due to difficulty re-capturing into the introducer sheath. The device was exchanged for another one, and the procedure was successfully completed. There were no patient complications as a result of this event. It was further reported that the tip of the coil did not break. Instead, the issue was difficulty inserting into the hub of the microcatheter due to a curled tip as well as difficulty re-sheathing the coil into the introducer sheath. This event occurred outside the body, and the device was not used inside the patient.